Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole episode counter: 17. Sls longest asystole duration counter: 2927.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. We received performance data collected from the device and have analyzed the data. Lifetime asystole episode counter: 17. Sls longest asystole duration counter: 2927.

Event description:
It was reported that within 36 hours of implant, the device reported 6 asystolic episodes. It was further reported that the device was later explanted and replaced due to medical judgement. No patient complications have been reported as a result of this event.

Event description:
It was reported that within 36 hours of implant, the device reported 6 asystolic episodes. The device is still in use. No patient complications have been reported as a result of this event.